Manufacturer narrative:
On 02/26/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report was replaced and returned for analysis 42 months after implant due to sudden and premature battery depletion observed during last planned follow-up.